Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the probe tip was bent. The body of the probe had nicks and scratches with all color faded. However, with markers attached and fully seated, the probe returned good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the passive planar probe blunt tip was damaged and needed to be replaced. There was no patient present when this issue was identified.